Event description:
It was reported that a postoperative computed tomography (CT) scan revealed the right deep brain stimulation (dbs) lead had migrated approximately one centimeter (cm) from the intended position. The patient underwent a revision procedure to reposition the lead. During the procedure the physician confirmed that the burr hole cover cap was in place, and the retention door was fully secure. The physician surmised that the resident had inadvertently retracted the lead during closure of the original implant procedure. The patient did well postoperatively, and CT scan confirmed the leads were well placed.